Manufacturer narrative:
(B)(4). Date sent: 8/10/2020. Investigation summary: the device was returned with no apparent damage. In addition, the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Batch #: u9313g. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device tip broke. During surgery, the blade didn't touch any metal and the other side of white pad didn't get burned. Surgery was not delayed and there were no patient consequences. No additional information is available at this time.